Event description:
The patient reported she is experiencing auto-reduction. Follow up information identified an x-ray was taken and showed the lead was pulled from the epidural space. Lead diagnostics revealed invalid impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.